Event description:
During a cataract extraction phacoemulsification was initiated. However, there was a possible failure of the phaco. Tip with formation of a limbal and corneal burn, so the procedure was halted. There was a small area of corneal opacification near the surgical site at the limbus. The incision was closed and a temporal approach was performed.